Event description:
It was reported that the pt experienced no stimulation sensation following an acupuncture session. It was noted that no needles were placed near her device system and that there was no trauma. The pt was not able to adjust her stimulation. Her pt programmer was working as intended, but no stimulation was felt at the highest amplitude. Further info is being requested from the hcp.